Manufacturer narrative:
Customer facility name and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor quality image. The issue was found during reprocessing. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. . The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image defect occurred due to cable failure. The most probable cause of the complaint is cause traced to a component failure. Olympus will continue to monitor field performance for this device.